Event description:
This lead was repositioned in 2007, then the following day for intermittent loss of capture. The lead measurements remained unacceptable. This lead was exchanged for a kentrox passive fixation lead.